Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported insufficient stimulation coverage in the upper leg region. X-ray confirmed that the lead had not migrated. Reprogramming was unable to resolve the issue. A revision procedure was performed and the lead was repositioned. The insufficient stimulation coverage persisted following revision procedure. The physician suspected that the patient's symptoms may be attributable to mechanical pain which cannot be resolved with stimulation therapy.

Manufacturer narrative:
The device remains implanted. A root cause of the inadequate pain relief could not be definitively determined. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include: inadequate pain relief following system implantation. The patient may require surgery (including revision, explant, and replacement) as a result.".